Manufacturer narrative:
Patient 1 was a (B)(6) male with birth date of (B)(6). Patient 2 was a (B)(6) male with birth date of (B)(6). Service was dispatched to the site for this event however it is unclear as to repairs that were made to the instrument. The customer indicated that, post-repair, the cartridge chemistry issue had been resolved. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on 2011 suppressed creatinine (cr-s), magnesium (mg), and total protein (tp) results were generated on a unicel dxc 600 synchron system for one patient sample. Beckman coulter inc. Assessment of customer supplied data indicated that both total protein and magnesium initial results were suppressed with out of instrument range high instrument flags, while the creatinine initial result was suppressed with an out of instrument range low instrument flag. Upon repeat, the creatinine and total protein chemistries generated numeric results. The customer did not provide the repeat result for magnesium. Beckman coulter inc. Assessment of customer supplied data also indicated that a suppressed blood urea nitrogen (bun) initial result was generated for the same patient and a suppressed triglyceride (tg) results was generated for a second patient sample, however these results were not regarded as erroneous as they were was appropriately flagged with "rx mean dev" and "bl mean dev" instrument flags respectively. None of the suppressed results were reported outside of the laboratory and hence there was no death, serious injury or change to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied data indicated that instrument assay quality control results during the timeframe of the event were within customer established specifications.